Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box , lot # 73b1700053 was manufactured on 02/13/2017. A total of 15,000 pieces. Lot was released on 02/16/2017. DHR investigation did not show issues related to complaint.

Event description:
It was reported that " doctor found the staplers jamming during use on patient on (B)(6) in (B)(6) hospital." Concomitant products: catalog#: 528235, lot#: 73b1700053.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The stapler appears used as there is biological material present on the device. The stapler was returned with 33 staples left in the cartridge indicating that at least 2 staples were fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was able to properly form and release. This was repeated with the same result. However, no more staples fired. The stapler was disassembled and it was found that the pawl was spun out of place which could be preventing the staples from firing properly. The pawl was manually put back in place and the device was reassembled. The next staple was able to fire other remarks: properly but no more fired. No damages or anomalies were observed with the stapler other than the pawl being spun out of place. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. Although the pawl was initially spun out of place, the root cause of this complaint could not be determined since the stapler would not consistently fire the staples even after the pawl was put back into place. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what prevented the stapler from consistently firing. Although the pawl was initially spun out of place, the root cause of this complaint could not be determined since the stapler would not consistently fire the staples even after the pawl was put back into place. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "stapler jamming" was confirmed based upon the sample received. The stapler was returned with the pawl spun out of place which could prevent the staples from firing properly. However, even after the pawl was manually put back into place, the stapler was unable to consistently fire staples despite no other damages or anomalies being observed with the device. It cannot be determined what prevented the staples from consistently firing. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Although the pawl was initially spun out of place, the root cause of this complaint could not be determined since the stapler would not consistently fire the staples even after the pawl was put back into place.

Event description:
It was reported that " doctor found the staplers jamming during use on patient on nov 1st in (B)(6) hospital." Catalog#: 528235, lot#: 73b1700053.